Event description:
It was reported that this newly implanted pacemaker system was scheduled for lead revision the next day, due to dislodged right atrial (ra) and right ventricular (rv) leads. High, out-of-range right rv lead pace impedance measurements greater than 3,000 ohms did not resolve during the lead revision. The pacemaker was explanted and replaced, and in-range rv impedance measurements in the 560 ohms range were obtained. This ra lead and the rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.